Event description:
The customer reported that she had been experiencing high blood glucose levels for about a month and was at 500 mg/dl. She was treating with needles. The customer also reported motor error alarms that had been occurring for the past week. She stated this occurred during basal delivery attempts. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump. The drive support cap appeared normal, insulin exited the tubing during a manual prime, and no leaks were found. The settings and history on the insulin pump all were correct. The customer did not have a tubing clamp to further troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).